Event description:
The customer advised datascope kk that just after a procedure was completed, when the pt was being moved out of the operating room, the unit generated a "system failure" alarm and stopped pumping. They could not get the assist function to resume until they switched the unit off for ten seconds and then restarted it. Therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company representative observed an error code 54 (pronged inflation failsafe) in the error log. He replaced the solenoid driver board. The system functioned according to specifications and was returned to the customer.